Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was observed on the catheter tubing approximately 53.6cm from iab tip. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problems. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period apr-19 to mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: medical engineer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that five minutes after inserting the intra-aortic balloon (iab), the console generated a leak in iab circuit alarm. Upon inspection, blood was found in the tubing. The iab was immediately removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
Change statement from : the product was returned with the membrane completely unfolded and blood on the eterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. To: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).